Event description:
It was reported that during a da vinci si surgical procedure, the site could not get the right and left eye of the endoscope to focus together. The endoscope was replaced and the site continued with the procedure. Shortly after the endoscope was replaced, the surgeon stated that the color seemed to be off. The surgical staff was in the process of troubleshooting when the surgeon decided to convert to open surgical techniques to complete the planned procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted found no system errors in the error log. The isi technical support engineer (tse) had the customer install the camera head used during the procedure and perform white balance and 3d auto focus, and found the image to be within specification. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.